Event description:
The center reported that the pt's internal device would not lock with the external equipment. The pt reported pain when stimulation was attempted, and there was no sound. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.